Manufacturer narrative:
Cycler data log file analysis indicates systems performed as intended. There is no evidence of a device malfunction. Returned cycle eval is pending at the time of this report . Physician changed the dialysate bath to a 2meq potassium. A follow-up report will be submitted upon completion of the investigation.

Event description:
During a routine hemodialysis treatment, the pt experienced a seizure. Pt was afebrile prior to treatment, systolic blood pressure did not go below 100; labs within normal limits, k 2.8 post treatment. Pt was admitted to hospital for diagnostic testing, no cause for seizure found; discharged on (B)(6) 2012. No other medical intervention provided.